Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient wanted to know what each program was. They reviewed how programs work. Patient had a lot of success with the trial but they had not had a great success with the implant. Patient said as they thought therapy helped at first, at the beginning but it progressed along and now patient was urinating so much. Patient also started having a lot of bleeding. Patient did not think that it was related to device but wanted to ask if interstim could cause bleeding. It was reviewed that it was not listed. Patient had an appointment with doctor this afternoon and will address the above. Patient had gone through all the different programs. Patient also tried increasing and decreasing. It was asked if they had any falls. Patient said that they did not think so then said they might have fallen a few times. Patient fell forward on their knees. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.